Manufacturer narrative:
Samples have not yet been received for evaluation. Since no lot number was provided, a device history record review could not be performed. The root cause could not be determined. (B)(4).

Event description:
A nurse reported the tip of a knife broke off in the patient's eye when the surgeon was making the initial incision during a procedure. The fragment was removed during the initial procedure. There was no harm to the patient.